Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the throat, cough, particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 instances of e-193 and e-53 on the error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
Additional information was received on apr 11, 2022, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in the throat, cough, particles in the device. There was no report of serious or permanent patient harm or injury. Section b7 and e1 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.